Manufacturer narrative:
Additional/updated information was added to reflect the cantilever arm assembly being returned to the manufacturer for evaluation. However, it was unable to be tested (no test model), so the complaint could not be verified.

Event description:
Dealer states that the left cantilever arm does not flip back far enough and dealer states when the enduser goes to transfer the arm falls down and hits her in the head.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the left cantilever arm does not flip back far enough and dealer states when the enduser goes to transfer the arm falls down and hits her in the head.